Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: for lot 7677979, the broken holding sleeve threads did not allow the driver/sleeve assembly to thread into the screw. Matrix polyaxial screw (part# 04.632.740, lot# 7677979) was returned with broken threads from a matrix holding sleeve inside the screw head and another matrix polyaxial screw (part# 04.632.740, lot# 7537081) was returned with the collet of the polyaxial head rotated and out of orientation. The broken holding sleeve threads did not allow the driver/sleeve assembly to thread into the screw. The breakage likely occurred in a previous surgery. The collet rotating was likely caused by over-insertion of the screw and not using the polyaxial head alignment tool (part# 03.632.007). This investigation summary was approve. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient initials: (B)(6). Additional product code: mnh, mni, kwq, kwp. Device was not implanted/explanted. Additional manufacturing dates: 28 april 2014. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Manufacturing location: (B)(4). Part: 04.632.740, lot: 7677979 (non-sterile) - 7.0mm ti matrix polyaxial screw 40mm thread length. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a l2 s1 posterior lumbar fusion, there were two separate issues with 7.0 mm titanium matrix polyaxial screws, thread length 40mm. The first issue was there was an inner mechanism in the screw that was popped up and did not allow the rod to be seated on the screw correctly. Another screw was immediately available and the rod was able to be successfully seated on screw. There was a twenty (20) minute surgical delay. With another screw, while assembling part on the back table, it was found that the screw would not thread on the screwdriver. There was another screw immediately available that was able to be used with the screwdriver. There is no allegation of deficiency against the screwdriver. There was no surgical delay reported. The surgery was completed successfully and there was no further patient harm reported. No additional information was available. This is report 2 of 2 for (B)(4).